Event description:
The IV pump shut down by itself. Biomed assessment: verified proper operation of pump brain and all three modules. They were unable to reproduce the problem when bench testing. The system error alarm is caused by the pump brain's internal self check program seeing a problem or potential problem. These errors are not repeatable. The pump logs were downloaded and are available for review. No harm to patient.